Event description:
It was reported that during a follow up in clinic, loss of capture, loss of sensing, and high pacing impedance were noted on the left ventricular (lv) lead. Diagnostic imaging was performed and dislodgement of the lv lead was observed. The physician suspected the dislodgement was due to patient ambulation. The lv lead was explanted and replaced to resolve the event. The patient was in stable condition.